Event description:
It was reported that device is not showing any picture only a black screen. A backup device was available to complete the procedure with no delay or patient injuries reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of blank live image could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. Video image remained constant throughout burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.